Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown radial head. Review of product literature revealed the reported partial part number 03.402.xxx is for trail radial head implants and is not the part number of the implant grade device which would likely have the prexfix part number 09.402.xxx. Complete part number and a lot number are not available for reporting. The initial date of implant is an unknown date in 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with unknown radial head and stem prosthetics on an unknown date in 2016. On an unknown date postoperatively, the patient developed lysis around the implantation site. Currently, the devices remain implanted in the patient. This report is for one (1) unknown radial head. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed for the subject device lot. DHR review for part # 09.402.024s lot # 7693234; release to warehouse date: 21oct2014; expiration date: sept 2019; supplier: (B)(4). No nonconformances were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.